Event description:
It was reported that the leak was found between the y site and the set. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an external connection leak is confirmed but the exact cause remains unknown. One 20 ga safestep infusion set was returned for investigation. The needle housing was not returned, and the distal extension tubing was cut prior to return. The extension set used was not returned. The sample was flushed with water through the proximal luer using a 12 ml syringe and no leaks were observed. The syringe was attached to the y site connector and a leak was observed from the y site connector. A microscopic observation of the leak revealed a crack in the white portion of the y site. The crack is visible from the top portion near the blue septum and extends towards the outer portion. Based on the characteristics of the damage observed, possible contributing factors include over-tightening and damage during handling. Since a crack was observed to be the cause of the leak, the complaint is confirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the leak was found between the y site and the set.